Event description:
Report received that the device was observed to overdeliver during routine biomedical enginnering preventative maintenance inspection. During delivery accuracy performance verification testing, with an expected delivery of 20ml, the pump consistently delivered 21.4ml. Device specification requires delivery for this procedure to be +/-4%. There were no reports of any adverse events while the device was in clinical use. No patient involvement.